Event description:
It was reported that this implantable cardioverter defibrillator (ICD) tachy therapy was not effective, as anti-tachycardia pacing, 8 shocks and reverse polarity were required to convert a patient's ventricular fibrillation (vf) event. Reportedly, the first shock accelerated the ventricular arrhythmia into vf. Technical services (ts) noticed there was competition between atrial and ventricular pacing along with the patient's intrinsic rhythm causing functional undersensing. However, the device worked as programmed. In addition, ts indicated that the patient most definitely experienced syncope as the vf extended for more than 90 seconds. Reprogramming options were recommended. This ICD remains in service and no additional adverse patient effects were reported.